Event description:
It has been reported to the MFR by the customer that personnel fell while wearing the shoe cover. He went to employee health because his ankle felt "funny" but he was able to walk unassisted. Customer reported that there is less grip on the shoe covers than before. Customer is out on worker's compensation since 2008, but there has been no further reports of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The incident device has not been returned for evaluation. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if add'l info becomes available. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.